Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1941 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that resistance was encountered when the guide wire was being removed. After the guide wire was removed completely, the helix part of the guide wire was detached for 20 cm .ultrasound examination was conducted subsequently to rule out any residual of the guide wire in this patient. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that resistance was encountered when the guide wire was being removed. After the guide wire was removed completely, the helix part of the guide wire was detached for 20 cm .ultrasound examination was conducted subsequently to rule out any residual of the guide wire in this patient. It was reported this occurred with two devices. This report addresses the first device. Additional information received: was there any patient harm reported? No. Were any broken pieces left inside the patient? No pieces left inside patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire extending from the proximal end of an introducer needle was provided for evaluation. Blood residue and evidence of use was noted. The guidewire segment visible was elongated and unraveled. The proximal tip of the wire appeared to be intact; however, the core wire could not be closely inspected. The distal end of the guidewire and needle are not visible and could not be inspected for additional damage. Based on the information provided, possible contributing factors include residue interference, retraction of the guidewire against the needle bevel, and kinked guidewire. Since the guidewire was observed to be frayed and elongated in the image provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.